Manufacturer narrative:
(B)(4).

Event description:
It was reported that post operation the intra-aortic balloon pump (iabp) alarmed high pressure. The clinical support specialist (css) was called to help assist with the alarm. The rn was able to provide strips to the css. Due to excessive alarm interruptions and inability to locate a plateau in the bpw, they were unable to assess the alarms. A chest x-ray (cxr) was done and the placement was confirmed by the physician to be "correct". The intra-aortic balloon (iab) was removed from the patient. The patient remained stable and was not having a decline in status. There was no report of patient complication or serious injury and death.

Event description:
It was reported that post operation the intra-aortic balloon pump (iabp) alarmed high pressure. The clinical support specialist (css) was called to help assist with the alarm. The rn was able to provide strips to the css. Due to excessive alarm interruptions and inability to locate a plateau in the bpw, they were unable to assess the alarms. A chest x-ray (cxr) was done and the placement was confirmed by the physician to be "correct". The intra-aortic balloon (iab) was removed from the patient. The patient remained stable and was not having a decline in status. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab high pressure alarm is confirmed. The iab has numerous kinks which allowed the pump to trigger the high-pressure alarm. Upon review of the customer pump strips, the high pressure alarms were confirmed and the waveforms were consistent with the kinked iab. The root cause of the kinks is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.